Event description:
It was reported that the ilet screen did not wake after the user disconnected to shower and placed the device on the charger; the device was restarted through the mobile app and then functioned, allowing insulin delivery to resume. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included continued therapy without interruption after restart and no need for medical care. Investigation included customer support troubleshooting and user education regarding potential recurrence and replacement if persistent. Investigation of this case revealed a transient display responsiveness issue that resolved with a device restart, consistent with a recoverable user interface or device state anomaly. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient device malfunction.